Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system did not boot up successfully. Review of the log files showed that the suite-pc did not start. Upon troubleshooting fse found an issue with hard disk drive (hdd) disk bay on the suite pc. To resolve the issue fse moved hdd from bay 1 to bay 2. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for x-ray pc, suite pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction(z-1151-2024). After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.